Event description:
It was reported that the device was not able to deliver a shock. An error code was displayed on the meter and a low battery message was issued.

Manufacturer narrative:
A review of the device's internal memory showed that the device initially passed the self test when first put into service (inserting a battery initiates a self test) and successfully completed its daily self tests for approximately 3 months. A series of 10 battery insertions and battery removals, 7 uses (ranging from 81 minutes to approximately 1 minute since there were multiple uses during a single battery insertion). Issuance of self tests warnings (because a self test is automatically initiated by the device when the battery is inserted and self test is automatically initiated by the device 2 hours after a use) and clearing the warnings (which the self test will allow). The error code related to a component issue was observed during 3 different battery insertion tests and the self test was bypassed on 3 other battery insertion tests (which, by design), is allowed for when the device is being used in an emergency low battery self test warning was also issued prior to the event. The device is being returned for analysis to further evaluate the component. This event is being filed since it cannot conclusively be determined that the device caused or contributed to the clinical outcome.